Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd). The patient was hospitalized for this event and treated with vancomycin and amikacin (dose, frequency and route not reported). The cause was a breach in aseptic technique. At the time of this report, the patient status was unknown. The patient had been retrained in aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not returned and the lot number was unknown; therefore, an evaluation could not be conducted. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the peritonitis was manifested by cloudy effluent, abdominal pain, and a fever. Should additional relevant information become available, a follow-up report will be submitted.